Event description:
Reportable based on analysis completed on (B)(4) 2015. It was reported that crossing difficulties were encountered.   The 90% stenosed target lesion was located in the severely calcified right coronary artery (rca). A 3.5x24mm promus element ¿ stent was implanted to treat the ostial rca. A 3.00x28mm promus element ¿ stent was selected to treat the mid and distal lesion; however, the device was unable to cross the lesion. The procedure was completed with a 3.0x20mm promus element stent.  No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a stent damage.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found the stent mid-section was damaged and stretched distally. As a consequence of this stretching; the distal edge of the crimped stent was stretched out over the distal markerband. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile and shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).